Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion, rewind, basic occlusion, and excessive no delivery test or verify motor error alarm due to prime alarm. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, missing display window, cracked reservoir tube, scratched reservoir tube window. The drive support disk was inspected and no damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system error alarm, loose drive support cap, motor error alarm and damage on the insulin pump. Customer's blood glucose level was 7 mmol/l. Troubleshooting for motor error alarm was performed. Customer advised during the fill tubing process they received a motor error alarm. Customer advised they cleared the alarm and when they attempted to prime insulin started squirting out and the compromised force sensor system error alarm occurred. Customer advised the drive support cap was sticking out. Troubleshooting for prime rewind was performed. Customer advised the device was probably dropped and the device was unable to detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.